Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose was 323(meter) vs. 233(lab) within 10 minutes, with a difference of 39%. Pt did not experience any adverse events. No further information has been reported.